Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had black lines and was losing portions of the image on a subtraction run. There was a loss of cine function. There was no patient injury or death reported.